Event description:
It was reported that the patient was unable to activate the device. There was no report of patient harm or injury. The therapy manager troubleshot the issue and confirmed all electrodes of the left lead were out of range/had high impedance failure. The device was reprogrammed to unilateral stimulation in (B)(6) 2023. A review of the post-revision implant images indicates an improper strain relief loop. On (B)(6) 2024, the patient underwent revision surgery to replace the left lead. The left lead was removed, and a new lead was implanted without complications.

Manufacturer narrative:
Mml #: (B)(4). It was reported that the lead was extremely damaged during the removal and discarded at the hospital. Therefore, the root cause of the malfunction cannot be verified. The device history record was reviewed, and no relevant non-conformances were found.

Event description:
It was reported that the patient was unable to activate the device. There was no report of patient harm or injury. The therapy manager troubleshot the issue and confirmed all electrodes of the left lead were out of range/had high impedance failure. The device was reprogrammed to unilateral stimulation in (B)(6) 2023. A review of the post-revision implant images indicates an improper strain relief loop. On (B)(6) 2024, the patient underwent revision surgery to replace the left lead. The left lead was removed, and a new lead was implanted without complications.

Manufacturer narrative:
Mml #: (B)(4).